Event description:
"Free flow of fluid" noted during biomedical engineering testing. The pump was sent to the biomed dept with a report that it would not allow the nurse to set the volume to be delivered. The pump kept going into a "reset" alarm. This occurred during set up, the pump was not connected to a pt. During biomed testing, the pump was set at 4ml/hr with a dose limit of 100ml. The technician reports he could enter the pump settings without difficulty, however, a "free flow of fluid" occurred without any device alarm. He stopped the pump, cleared and reset it with the same settings. The same event occurred. He repeated this procedure a third time, and that time the pump gave several alarms, including check cassette messages. He states he used the same cassette for testing other devices both before and after this event and it performed without error.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 104 (freeflow) for lifecare 5000 plum products is .00/million sets.